Manufacturer narrative:
Unique identifier (UDI): (B)(4). - the actual device was returned to the manufacturer for physical evaluation and the complaint was not confirmed. A visual inspection showed no signs of physical damage. The simulated treatment was completed without unexpected alarms or problems occurring. The cycler weighed fill volume values were within tolerance. The drain times were within the time specifications for a liberty cycler. The sound emitted by the cycler during the treatment test was normal. There were no leaks in the test cassette during the treatment test. The system air leak passed. The valve actuation test passed. The accelerated stress test immediately identified a weak motor pump b with grinding sound that could be observed in the diagnostics pump motor diagnostic screen when the pump b motor was moving. The internal inspection showed that there was dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. There were no other indications of fluid within the cycler unit. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
During failure analysis investigation the technician reported iipv was found from the daily flow sheet for the date (B)(6) 2017 drain 0: 36ml fill 1: 2804ml drain 1: 5702ml fill 2: 2802ml drain 2: 3032ml fill 3: 2802ml drain 3: 3143ml fill 4: 2802ml drain 4: 3103ml the reported drain volume of 5702 was 203% over the expected drain volume. Upon follow up with patient peritoneal dialysis nurse(pdrn) who stated the patient did have a large drain, and she thinks it was because of the cycler not working properly. The issue had resolved without any medical intervention, and no serious injury occurred. The patient continues to use continuous cycler- assisted peritoneal dialysis (ccpd) therapy without any further issues with the new cycler.